Manufacturer narrative:
No anomalies found by review of device history record. Product met all specifications when released. An internal investigation has been initiated by the manufacturer for this reported issue. Software functionality is under review, for planning of treatment of non-company manufactured lenses, to understand the introduction of unintended arcuate/limbal relaxing incisions by way of inadvertent activation of a function when user clicks dedicated items in treatment planning. (B)(4).

Event description:
A surgeon reported after planning for laser assisted cataract surgery without arcuates, the data was transferred showing arcuates that could not be turned off or modified. The cases were completed without the use of the planning device.